Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.5/1.5/042 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a longer length lens due to low vault with no rotation. The problem was resolved. Cause of the event is unknown. Status of the eye reported that corneal edema is observed and oct anterior chamber was performed.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).